Manufacturer narrative:
Additional concomitant products: boston scientific filterwire embolic protection device, powerflex balloon catheter, terumo destination 6f, 90 cm guidewirewire,and a precise pro rx 8 x 40 sds. (B)(6). As reported, during a carotid artery stenting procedure, a precise pro 8 x 40 stent delivery system (sds) was advanced to the target lesion and passed the lesion without any problems. However, the stent was not able to be deployed as it seemed that the outer sheath of the catheter was broken. The entire sds was removed out of the patient without any resistance and without any problems. The procedure was finished successful with another precise pro stent. There was a procedural delay of thirty (30) minutes. However, at the end of the procedure the patient had a stroke. The sds was flushed properly before use. There were no anomalies noticed during preparation of the device. Vascular access was via the common femoral artery. The target lesion was a stenosis of the internal carotid artery. Additional information received indicated that a precise 8 x 40 stent was successfully implanted in the patient. The patient was discharged from intensive care unit (ICU) to normal ward. Due to a paralysis of the left arm and difficulty finding words, rehabilitation is necessary. The patient¿s medications include: acetylsalicylic acid, plavix, simvastatin. The patient had no relevant co-morbidities. The procedure used a contralateral approach. There were no anomalies of the device noticed during preparation or use. No unusual force was used at any time during the procedure. The stent delivery system did not pass through any acute bends. A non-cordis embolic protection device was used during stent placement. A powerflex balloon catheter was used along with a non-cordis guidewire. Approximately ten (10) minutes after successful stent deployment the patient exhibited symptoms of stroke. An act was not performed. The stroke was treated conservatively (monitoring on ICU). The customer did not complain about the second device. They only complained about the first precise pro. (B)(4). The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the instructions for use (IFU) as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent (80%) of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Possible contributing factors may include: patient, vessel and procedural factors may have contributed to the reported event. Based on the minimal information provided, there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this product file.

Event description:
As reported, during a carotid artery stenting procedure, a precise pro 8 x 40 stent delivery system (sds) was advanced to the target lesion and passed the lesion without any problems. However, the stent was not able to be deployed as it seemed that the outer sheath of the catheter was broken. The entire sds was removed out of the patient without any resistance and without any problems. The procedure was finished successful with another precise pro stent. There was a procedural delay of thirty (30) minutes. However, at the end of the procedure the patient had a stroke. The sds was flushed properly before use. There were no anomalies noticed during preparation of the device. Vascular access was via the common femoral artery. The target lesion was a stenosis of the internal carotid artery. Additional information received indicated that a precise 8 x 40 stent was successfully implanted in the patient. The patient was discharged from intensive care unit (ICU) to normal ward. Due to a paralysis of the left arm and difficulty finding words, rehabilitation is necessary. The patient's medications include: acetylsalicylic acid, plavix, simvastatin. The patient had no relevant co-morbidities. The procedure used a contralateral approach. There were no anomalies of the device noticed during preparation or use. No unusual force was used at any time during the procedure. The stent delivery system did not pass through any acute bends. A non-cordis embolic protection device was used during stent placement. A powerflex balloon catheter was used along with a non-cordis guidewire. Approximately ten (10) minutes after successful stent deployment the patient exhibited symptoms of stroke. An act was not performed. The stroke was treated conservatively (monitoring on ICU). The customer did not complain about the second device. They only complained about the first precise pro.